Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and there was an error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. The insulin pump passed self-test and no unexpected error alarm noted. The insulin pump had minor scratches on lcd window, broken belt clip slot at battery tube threads area and cracked reservoir tube.